Event description:
Per the clinic, the patient experienced a bacterial infection with drainage at implant incision site and subsequently was treated with antibiotics irrigation and oral and topical antibiotics (specific date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted under general anesthesia on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report.